Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. The procedure was done under general anesthesia. During the procedure, the needle was difficult to position because the weight of the patient weighed the prostate down onto the perirectal fat. It was noted, "the hydrodissection looked weird, gel came out in prostate". It was estimated that 8 cc of hydrogel were injected into the prostate. The patient is reported to have no complications. The patient will receive external beam radiation therapy (ebrt).